Manufacturer narrative:
Corrected information: transcription error on date of event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and the heater tray appeared to be slightly touching the top cover cabinet on the front, left corner (display side). An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. The load cell verification was out-of-specification. The test failed at the 2000 gram and 4000 gram checks. Troubleshooting of the heater tray contact with the top cover cabinet, an interior inspection showed that the load cell was improperly at an angle on the load cell bracket. After straightening the load cell on the bracket, the heater tray was no longer touching the cycler top cover cabinet. After adjusting the load cell, the load cell verification was within tolerance. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experience an increase intraperitoneal volume (iipv) incident during pd therapy. There were no reported symptoms. Upon review of the patient¿s treatment data it was confirmed that the patient had drained 5731ml which is 205% of the patient¿s maximum fill volume of 2805ml. As a result of the iipv, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.